Manufacturer narrative:
Concomitant products: product ID 37081-40, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported the physician experienced issues with boots fitting extension-lead connections properly. When first connecting a 1x4 lead to an extension the physician tried the boot that came in the extension kit, however it ¿did not fit over the connector.¿ the second boot from the extension kit was tried and ¿also was too small.¿ a second extension kit was opened and a boot was tried from the kit and was found to ¿fit ok¿ however it was noted it was a 1x8 boot that was used to cover the 1x4 connection. There was no patient injury as a result of the event and the patient was reported to have ¿recovered fully¿ following the procedure. A supplemental report will be filed if additional information is received.